Manufacturer narrative:
UDI is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms #: (B)(4). A manufacturing device history record (DHR) review was not performed, because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. No causes or potential causes of the customers reported problem were found during the review of service and repair records. A sample was received for evaluation. Visual inspection and functional test(s) were performed. There was some physical damage on lower right front corner of top case and cracked on right plunger case. Event history log (ehl) showed: positive supply bgnd (background) test. Power up process was performed and the reported problem was duplicated; positive supply bgnd test was found constantly at power up. Main board did not operate as intended. The root cause of the issue was deemed to be normal wear, the pump was over 9 years old. Action(s) taken to mitigate the reported issue(s): replaced main board, performed preventive maintenance, and all functional testing passed.

Event description:
It was reported that the pumps main pcb (printed circuit board) assembly was showing system failure post error. No patient injury was reported.